Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptoms of pacemaker syndrome. Upon interrogation, the atrial lead exhibited far r-wave oversensing resulting in mode switching. No intervention was reported and the patient would be monitored.